Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display. It was also indicated that the display cover was damaged. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer had a spot on the display screen that would not work with the stylus pen. A new stylus and calibration did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.